Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the flow rate was more than 200ml in 20 seconds a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the defective water supply and flow rate was more than 200ml in 20 seconds was traced to component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the olympus flushing pump had defective water supply. The issue was found during the service and maintenance. There were no reports of patient involvement.